Event description:
It was reported that the user transitioned from a dexcom cgm to a freestyle libre 3 plus cgm and initially encountered a ¿sensor in use by another device¿ notification after scanning the sensor with the libre app prior to pairing with the ilet system. No adverse clinical symptoms were reported. Outcomes included uninterrupted therapy after successful cgm pairing and setup on the ilet pump and mobile app. User support included troubleshooting and education on proper sensor pairing sequence and cgm integration steps. Investigation of this case revealed that the cgm pairing conflict was due to the sensor being claimed by a different application, which was resolved through guided setup and correct pairing on the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup sequence with no device malfunction.